Event description:
During routine testing of the device at the service center, the service technician reported that the auxiliary printed circuit board assembly intermittent connections caused error codes.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.